Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the sensor was not accidentally inserted into the user's arm during the insertion procedure on (B)(6) 2023.

Manufacturer narrative:
The sensor was not inserted into the user due to a procedural error on (B)(6) 2023, where the sensor did not get unloaded from the insertion tool. The user was later seen again by the hcp on (B)(6) 2023, and the sensor was inserted successfully. This was due to a procedural error and does not require any additional investigation.